Manufacturer narrative:
Device was not returned to manufacturer. Lot and catalog numbers were not provided.

Event description:
A colon resection was performed in 2007 during which a piece of surgiwrap was placed and held in place with staples. Several weeks later, the pt complained of pain. A CT scan showed an air pocket in the abdomen, and a second procedure was performed in which surgiwrap was removed in 2007.